Event description:
The dentist reported the patient had a loose crown and found the iunihg screw had fractured in the implant. All parts of screw were completely removed from implant. The crown was replaced.

Manufacturer narrative:
Additional information: a screw inconsistent with the drawing for iunihg was returned for review. Visual inspection of the product as returned has confirmed that the screw has fractured along the threads. This screw is likely a competitor screw and was reported as iunihg incorrectly. Investigation attempts to determine the identity/manufacturer of the screw were unsuccessful. Added event problem codes. Added aware date. Additional information and correction boxes checked. Added evaluation codes. Correction: brand name should be unknown. Device product code - should be blank. Catalogue number should be blank. The 510k number should be blank.